Manufacturer narrative:
The review of the manufacturing and the sterilization paperwork verified that these lots met all pre-release specifications. Also was involved (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites).

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an aortoiliac occlusive disease. Additionally, the patient underwent a right common femoral endarterectomy with dacron patch angioplasty and a right external iliac to common femoral heparin bonded covered stent placement. The patient tolerated the initial procedure. No systemic infection at time of treatment. On (B)(6) 2016, the patient discharged from the hospital. It was reported that on (B)(6) 2016, the patient experienced a right groin pain and swelling which has become worse over the past week. States 10/10 pain with diaphoresis and chills. Ultrasound obtained on (B)(6) 2016 noted 4.3 x 6.9 cm fluid collection with significant erythema and tenderness. The patient was admitted for IV antibiotics (vancomycin 1000 mg every 12 hours and zosyn 3.375 gm every 8 hours) and pain control. Preliminary intraoperative wound cultures with gram positive cocci suggesting (B)(6). Antibiotics changed to oral augmentin with plans to follow cultures for susceptibilities. On (B)(6) 2016, the patient had an incision and drainage of the right groin infected lymphocele and vacuum-assisted closure therapy with a closed suction dressing was performed. On (B)(6) 2016, the patient discharged from the hospital. Reportedly, gore® devices were not in contact with the infected area.